Event description:
Reportedly, during the follow-up performed on (B)(6)2019, the battery impedance was 5.79 kohms, the magnet rate was 93 min-1 and the estimated residual longevity was 21 months. On (B)(6)2020, the device had reached its recommended replacement time (rrt), the battery impedance was 25.6 kohms and the magnet rate was 73 min-1. The pacemaker was explanted and returned for analysis.

Manufacturer narrative:
Please refer to the updated analysis report.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2019, the battery impedance was 5.79 kohms, the magnet rate was 93 min-1 and the estimated residual longevity was 21 months. On (B)(6) 2020, the device had reached its recommended replacement time (rrt), the battery impedance was 25.6 kohms and the magnet rate was 73 min-1. The pacemaker was explanted and returned for analysis.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2019, the battery impedance was 5.79 kohms, the magnet rate was 93 min-1 and the estimated residual longevity was 21 months. On (B)(6) 2020, the device had reached its recommended replacement time (rrt), the battery impedance was 25.6 kohms and the magnet rate was 73 min-1. The pacemaker was explanted and returned for analysis.